Event description:
It was reported that during a percutaneous coronary intervention a stent damage occured. Vascular access site was gained via left radius. The 85-95% stenosed de novo lesion with a length of 38mm and a reference vessel diameter of 3.0mm was located at the non-tortuous and non-calcified left circumflex artery. Predilation was done with a 2.5x20mm apex balloon. A 38 x 3.00mm taxus liberté long drug-eluting stent was advanced but unable to cross the lesion. The device was removed and it was noticed that the stent surface was not smooth. The procedure was completed with a 3.0x38mm non bsc stent. No patient complications were reported and the patient condition is stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention a stent damage occured. Vascular access site was gained via left radius. The 85-95% stenosed de novo lesion with a length of 38mm and a reference vessel diameter of 3.0mm was located at the non-tortuous and non-calcified left circumflex artery. Predilation was done with a 2.5x20mm apex balloon. A 38 x 3.00mm taxus liberté long drug-eluting stent was advanced but unable to cross the lesion. The device was removed and it was noticed that the stent surface was not smooth. The procedure was completed with a 3.0x38mm non bsc stent. No patient complications were reported and the patient condition is stable.

Manufacturer narrative:
Device evaluated by MFR: visual examination of the returned device noted proximal stent strut damage, a number of struts at the proximal edge of the stent were bent back distally. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. No further issues were noted with the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).